Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained an injury during a lift with a viking mobile lift. When the patient was being hoisted out of bed, the upper arm of the lift ¿suddenly came down¿ causing the patient to fall and injure their head. The patient sustained lacerations to the head. Details of the treatments required for the reported lacerations were not provided; however, it is reasonable to conclude that the patient likely received medical and/or surgical intervention to preclude permanent body damage.¿ the technician confirmed no malfunction was identified upon device inspection. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was returned to the distributor. Per the distributor, the device underwent functional testing, and the device functioned as designed post repair by the distributor. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.